Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) three years nine months post implant. The device battery was felt to be depleting prematurely. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that the patient contacted technical services (ts) to report that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy five months ago while the patient was asleep. The patient was seen in the emergency department and reported that the physician indicated the shock therapy was inappropriate. Subsequently, the patient discussed the device battery depletion and noted they heard beeping tones from the device. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population."

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.